Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost the ability to recharge the ipg and subsequently lost stimulation. The inability of the ipg to communicate with the external devices was confirmed with replacement devices. The pt reported being hit in the ipg area while opening a door. X-rays did not indicate unintended ipg movement. The pt is working with his physician to determine the next course of action. Surgical intervention will be undertaken to address the issue.